Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed through visual inspection of the returned devices. Method & results: -product evaluation and results: the constrained liner, metal head and uhr bipolar head were returned for evaluation. Damage consistent with implantation / explantation is visible on the liner. The uhr bipolar head is disassociated from the poly liner. Material evaluation was completed and indicated the following comments: damage observed on the insert consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported trident constrained acetabular liner got dismantle while reducing hip joint . The constrained liner, metal head and uhr bipolar head were returned for evaluation. Damage consistent with implantation / explantation is visible on the liner. The uhr bipolar head is disassociated from the poly liner. Material evaluation was completed and indicated the following comments: damage observed on the insert consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trident constrained acetabular liner dismantled while reducing hip joint and due to that, the surgeon had to use normal x3 liner. Thus he had to change the head also. Pictures show the inner bipolar head of the constrained liner dissociated from the outer bearing.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Trident constrained acetabular liner dismantled while reducing hip joint and due to that, the surgeon had to use normal x3 liner. Thus he had to change the head also. Pictures show the inner bipolar head of the constrained liner dissociated from the outer bearing.